Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported the device was explanted, due to high svc coil impedance of greater than 200 ohms, observed one day post-implant. When the device pocket was opened, it was found the svc connector pin was not plugged into the port. The physician was unable to get the wrench to engage the setscrew, so a new device was implanted. Upon further inspection of the device, the svc setscrew appeared to be sideways in the grommet. The patient later reported that he woke up 5 days after implant with an abnormal heart rate. Because his av node was ablated at the same time as device implant, he thought it could be atrial fibrillation. He went on to report the device was defective, with stripped screws, and high lead impedance noted. The patient subsequently reported pain and discomfort. No further patient complications were reported as a result of this event.